Event description:
It was reported that the magnetic response resulted in inappropriate pacing. No intervention has been performed and the patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of the device stuck in magnet detection mode was confirmed. Based on the information provided and without device return, it was not confirmed how the device entered magnet mode. Analysis is consistent with a potential hardware anomaly that is resulting in the magnet detection.

Event description:
Additional information was received that the patient was seen in clinic for a follow-up and it was not possible to interrogate the device. An electrocardiogram (ECG) was performed and the device was no longer pacing the patient. The patient reported experiencing dyspnea, dizziness and arrhythmia. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of inappropriate lv out, inappropriate magnet response, no lv output, and inability to interrogate were confirmed. The device was received with no output and no telemetry communication. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found in normal range of operation. Feed through leak test was performed, indicating a device hermeticity breach. This is consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the result indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
The reported events of inappropriate lv out, inappropriate magnet response, no lv output, and inability to interrogate were confirmed. The device was received with no output and no telemetry communication. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found in normal range of operation. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the result indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.